Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling power supply was damaged. Therefore, the reported condition was confirmed. It was further determined that the power unit was defective. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the oscillating saw attachment device did not run. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were delays in the scheduled surgical procedure or a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.